Event description:
It was reported that during an office visit this right ventricular (rv) lead was found to exhibit high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed that the rv lead shock impedances gradually increased to measurements greater than 125 ohms which is considered out of range. Ts discussed with the hcp and recommended for a commanded shock test to be performed for further rv lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.